Event description:
It was reported that the balloon ruptured before use. There were no patient complications.

Manufacturer narrative:
Catheter was received with the balloon latex missing from the catheter tip and the latex was not returned. There was some residual adhesive observed on both proximal and distal bond sites. All through lumens were patent without any leakage or occlusion. Contamination shield and introducer were not returned. There was no visible damage observed on the catheter body or on the returned monoject 1.5cc limited volume syringe. It was reported that the event occurred before use; therefore, a root cause cannot be identified on why the balloon latex was missing. The directions for use indicate to not inflate the balloon above 1.5 ml (use the supplied monoject 1.5cc syringe), as balloon rupture may occur. A device history record review was completed and it was confirmed that the device met specifications upon distribution.